Manufacturer narrative:
No adverse patient effects were reported due to the clinical observations. The shock portion of this lead remains in use. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited oversensing on the rate/sense channel, resulting in pacing inhibition for this patient. The physician planned to add a new pacing lead in the right ventricle (rv), but elected instead to use an abandoned rate/sense lead. The lead was connected to the device and tested, with good thresholds noted.